Event description:
It was reported that (3) devices were used during a laparoscopic tubal ligation. It was reported by the customer medwatch that a pt was in for the laparoscopic tubal ligation. Upon entry to the abdominal cavity, pn120 veress needle was inserted to insufflate abdominal cavity. One trocar attempted to be placed in the abdomen and would not go into pt. An odor was noted by surgeon and a bowel perforation was noted. The pt was given a diverting colostomy to complete the case. Two trocar codes are mentioned on form (355ld and 578sd). Awaiting further info from rep for more details on this event.